Manufacturer narrative:
Medical device problem code: (b(4) medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 16, 2022 that a flexiva tractip high power single use laser fiber was used in a laser lithotripsy & transurethral resection of the prostate (turp) procedure to treat stones in the kidney performed on (B)(6) 2022. The laser unit used was a holmium laser console. During the procedure, the laser fiber split apart and caused the fiber connector to overheat. No fiber fragments fell inside the patient and no reported burn injury to the user or to the patient. The procedure was completed with another flexiva tractip high power single use laser fiber. There were no patient complications reported as a result of this event.